Event description:
The device was rec'd in central processing with a note that states: "drug is not delivered when button pushed, but is delivered when cord is moved." Author did not sign note, no indication of pt or nursing unit where pump was used, and no way to track device to user for further info. No incident report was written. There is no indication of any adverse pt event. No further info was available.